Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after a non-device related surgery, the patients ipg was damaged, was nonfunctional and was difficult to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.